Manufacturer narrative:
The device was returned for evaluation. The unit was received with the upper and lower handles out of adjustment and were not holding properly. Both shock cushions were worn and needed to be replaced. The unit was received with the standard adaptor, and not the tri-star adaptor. The device history record (DHR) documentation showed no abnormalities related to the reported failure. Complaint was confirmed via inspection of the unit as it did not meet all specific functional tests. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. UDI #: (B)(4).

Event description:
A biomed technician reported that the positioning joint of the a2009 ultra 360 patient positioning system moved when the system was locked. There was no known patient reported nor delay in surgery.